Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found host pc was intermittently failing to boot and suggested onsite service to replace. To resolve the issue, the philips field service engineer (fse) replaced the host pc. The defective part was sent for analysis, for host pc malfunction was observed and the failure was found to be power supply defect. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.